Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap of an amia cassette "falls off way to easily". This occurred during set up of peritoneal dialysis therapy. It was further reported that the green cap "did not stay on as tight as all the lines". Renal therapy services (rts) advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.